Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was treating a heavily tortuous and eccentric lesion in the mid left anterior descending coronary artery. During deployment of the 2.75x28mm xience prime stent, a dissection occurred. The dissection was treated with another device. There was no clinically significant delay in the procedure. No additional information was provided.